Event description:
Boston scientific received information that this device displayed elective replacement indicator (eri) with an extended charge time measurement and a precipitous decrease in monitoring voltage. Technical services was consulted and discussed explanting the device within one month of declaring eri. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.